Event description:
It was reported the pt could not feel the stimulation while the lead was connected to the neurostimulator. Add'l info has been requested but was not available on the date of this report.

Manufacturer narrative:
The lead was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.